Event description:
The stimulator eroded. The battery and extension were removed. A new device and extension were implanted in the opposite side. An infection of the device was suspected, but not confirmed. No outcome was reported. Additional info has been requested from the healthcare professional.